Event description:
Customer reported to beckman coulter, inc (bec) that the probe of the coulter act series analyzer was dripping unknown clear fluid onto the counter. Customer reported that the vacuum isolation chamber was full of liquid. Customer reported that the leak caused a small puddle to form on the counter. Customer reported that the volume of the leak was approximately 10 ml. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the vacuum isolation chamber (vic) was not draining. The fse drained and removed clot from the bottom of the vacuum isolation chamber to resolve the probe drip issue. The fse also performed preventive maintenance.

Manufacturer narrative:
Evaluation: results: vacuum isolation chamber. (B)(4).